Manufacturer narrative:
Review of this additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device had malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient's ins was in overdischarge. It was noted that the patient was not scheduled for the ins evaluation at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that they received a call from the hcp¿s office stating that the patient¿s ins was not working and needed to be evaluated. The patient was being scheduled for evaluation. No further information was provided. There were no factors reported that could have led to the issue. The issue was not resolved at the time of the report.